Event description:
Due to conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt's family reported that the pt's one touch profile (one of two meters second serial number not provided) was reading inaccurately low. In the morning in 2001, the pt's blood glucose on the meter was 3.2 mmol/l. The pt went to school at 8:30/a and at 9/a, "started to shake and fell to the floor." The pt was given juice twice and 1/2 a soda with no reaction. The pt was transported to the hosp where the pt's blood glucose was 45.1 mmol/l. It is not reported what treatment the pt received.